Manufacturer narrative:
Analysis found that the device sensed low and the calibration was invalid. The price quotation for the repair was rejected, so the device was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was unable to power on. The external pulse generator (epg) was returned for servicing. There was no patient involvement.